Event description:
A 70-yr-old male pt diagnosed with adenocarcinoma of colon with metastasis to the liver in 2/94. Pt had cryotherapy of the liver metastasis on 3/7/94. Twenty-four hrs post-op the pt returned to the or to control bleeding from the liver. The posterior surface of the liver (in the region of the cryoablation) was the source of hemorrhage. Pt had suture ligation and electrocautery. Post-op the pt developed fulminant adult respiratory distress syndrome and renal failure. Autopsy demonstrated pulmonary edema, ards, cardiomegaly, nephromegaly, and bilateral pleural effusions. Infarct right lobe of liver.